Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing and have caused inappropriate therapy. The rv lead was explanted. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing and have caused inappropriate therapy. The rv lead was explanted and replaced. Patient condition was stable.